Event description:
It was reported that access system sheath damage occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds) and a watchman truseal access system double curve (was). After the atrial septum was punctured a second time, the was was introduced into the patient but the physician was unable to advance the access system. The was removed and a distal tear of the sheath was discovered. A second was used to successfully complete the procedure. No patient complications were reported and the patient was stable following the procedure.

Manufacturer narrative:
B5 correction: event description was updated.

Event description:
It was reported that access system sheath damage occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds) and a watchman truseal access system double curve (was). After the atrial septum was punctured a second time, the was introduced into the patient but the physician was unable to advance the access system. The was removed and a distal tear of the sheath was discovered. A second was used to successfully complete the procedure. No patient complications were reported and the patient was stable following the procedure. It was further reported that the device was not a watchman truseal access system as previously reported but a watchman access system double curve.

Event description:
It was reported that access system sheath damage occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds) and a watchman truseal access system double curve (was). After the atrial septum was punctured a second time, the was was introduced into the patient but the physician was unable to advance the access system. The was was removed and a distal tear of the sheath was discovered. A second was was used to successfully complete the procedure. No patient complications were reported and the patient was stable following the procedure. It was further reported that the device was not a watchman truseal access system as previously reported but a watchman access system double curve.

Manufacturer narrative:
Device analysis: the returned device consisted of a watchman access system (was) with the dilator in the sheath. The hub, sheath, and tip were visually and microscopically inspected. The tip of the device was observed to be torn. No other damage or defect of the device was identified. Product analysis confirmed the reported event of tip damage, as damage to the tip was identified. Product analysis could not confirm the reported event of difficulty advancing as clinical circumstances could not be replicated.